Event description:
It was reported that death occurred. The native aortic annulus was 25.7mm in area derived diameter with mild to moderate calcification. A 27mm lotus edge valve was implanted without issue. Five days later, the patient died. No further information is available at this time.